Event description:
The hospital staff used the device to administer defibrillator shocks to a patient diagnosed in ventricular fibrillation. The patient had been admitted to the emergency room earlier and diagnosed with a myocardial infarction with significant co morbidity due to a prior history of chf. When the operator attempted to charge the defibrillator to administer another defibrillator shock, the device allegedly lost power. A backup defibrillator was made available and used to administer a shock. The patient rhythm was converted to asystole. The patient was not resuscitated. The hospital risk manager indicated the patient's outcome was not related to reported problem. This opinion was based on assessment of the patient's condition and the timely use of a backup defibrillator.

Manufacturer narrative:
The biomedical engineering service contracted by the hospital evaluated the unit. When the device was tested on battery power, the low battery indicator was displayed after one defibrillator shock. After six shocks, the unit lost power. Proper operation was observed when the device was tested using ac power. It was determined that the device battery was worn out and needed to be replaced. The battery was almost 4 yrs old. The device was unplugged from ac power when brought into the patient's room, however the device operator reported that the unit was plugged into ac power at the time of the reported problem. The root cause of the reported event was not conclusively determined.